Event description:
It was reported the patient is deceased. The patient, who was in the preoperative area before scheduled implantable cardioverter defibrillator (ICD) generator change, coded and died. Resuscitation efforts were performed and were unsuccessful. The manufacturer¿s representative was contacted to interrogate the device. The device was unable to be interrogated and no audible magnet response was observed. The device is suspected as being at end of life (eol). The patient was reported to have not required pacing in the preoperative area. No further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78 lead, implanted: (B)(6) 2006. (B)(4).